Manufacturer narrative:
Dianeal pd4, 2.5% ultrabag. Two days prior to death, the patient experienced sepsis along with the increased level of lactic acid. The cause of the sepsis was unknown. On the same date, dianeal and extraneal therapies were discontinued (no further detail was provided). Subsequently, the patient passed away due to the sepsis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to another indication. Three days after being hospitalized for another indication, the patient experienced peritonitis. The cause of the peritonitis was reported to be a ¿hospital acquired infection¿ (nosocomial, no further detail was provided). On an unreported date, the patient began treatment for the peritonitis with injection (inj.) Reflin, 1 gm; inj. Fortum, 1 gm; inj. Amikacin, 250 mg; inj. Heparin, 2000 iu (frequencies and routes not reported). It was reported that the patient was recovering ¿slowly¿ from the peritonitis. One day after being hospitalized, the patient experienced an increased level of lactic acid and was put on a ventilator. The cause of the increased lactic level was unknown. On the same day, pd therapy was discontinued. It was reported that the patient was not recovering from the event of increased level of lactic acid and passed away three days after onset. It was not reported if the patient recovered from the peritonitis prior to death. An autopsy was not performed. No additional information is available.